Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Review of the event history log showed the pump displayed occurrences of "high pressure, no disposable and service due: alarm messages after the pump started and the disposable was attached. The reported issues were not able to be duplicated during the investigation. Fluid ingression, yellow residue, was found on the pump. The investigation determined that fluid ingression was the cause of the reported issue. According to the investigation, this issue was a result of the customer's physical damage to the device. Beyond device repair, no further action will be taken on this issue.

Event description:
Information was received indicating that a smiths cadd-legacy® 1 sometimes displays a high-pressure alarm or a no tubing alarm. The patient has been disconnecting the cassette and reconnecting it to resolve the issue and to continue the life sustaining infusion. There was no reported injury to the patient.